Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a decrease in battery longevity was observed. Further review of the device session records suggests that it was not premature depletion but an inaccurate estimation after the output was increased and the diagnostics were cleared. No intervention was performed as the patient was asymptomatic.